Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that inaccurate values occurred. A ffr link was selected for use. During procedure, it was noted that the wave lengths are showing to different waveforms. The procedure was completed with this device. There were no patient complications.